Event description:
It was reported that, during the set up and inspection for a real intelligence cori assisted tka, when going to create a case and get ready for the total knee replacement, after selecting the surgeon profile, it received a fatal error, and it shut down. It was tried multiple work arounds trying a different surgeon profile. It did not work. A critical error was received. They also tried to go into the admin screen, and it would not work. The procedure was completed by changing to manual instrumentation. There was no delay or injuries reported as a result.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial #: (B)(6), used in surgery, was returned for evaluation. The exterior condition shows minor wear (scuffing). Nothing was visually identified to the reported problem. The cori console was powered on and booted to the start screen, the reported problem was confirmed. Software ri. Knee- v2.0.2.0, idb 2.88. Language pack was not installed. Both ukr and tka procedures were installed. Critical error was received when logging to admin. System error was received when logging into surgeon profiles (field, premklnar, oskouei, bradbury). Only surgeon profile was able to access was roberson. A log file review was completed by the software support team. The software files were exported manually and provided for investigation. The reported problem was confirmed. Review of the logs show system error on surgeon login, this occurred due the cases associated with the surgeon is corrupted due to casedata.json and user.secure are of 0 bytes. Further investigation revealed that out of the 9 surgeons present in the surgeon's folder, 4 had corrupted folders, which could have caused the critical error during admin login. Critical error observed when user try to access admin screen was due to issues with the user database file's data or xml formatting. This exception crashes the system as there is no relevant exception handling around the user database accesses. The issue is related to the userdb library, where existing cases get corrupted during installation, leading to critical errors when loading these cases during admin login. The most likely cause to the reported issues is related to known software defects. A review of manufacturing records indicates the software met all specifications upon release into distribution. A review of manufacturing records indicates the device met all specifications upon release into distribution. No service records were identified for this device. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.